Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Product is broken.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device did not confirm the reported breakage: however, damage was found consistent with unsuccessful attempts to assemble with a mating device. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.